Manufacturer narrative:
(B)(4). Additional information: evaluation summary of follow-up MDR #1 - a second evaluation of the sample was performed and found that the blockage was due to solvent in the male luer. Microscopic inspection was performed with no obvious issues noted. The cause of the solvent was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. A visual inspection, functional testing and pressure testing were performed. During the functional testing it was identified that there was a blockage. The cause of the malfunction could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An infrared spectroscopy scan of the blocking solvent was performed and identified it to be acrylic and methacrylic polymers. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set with one-link IV connection would not flush. The customer attempted to flush the line using a non-baxter syringe filled with normal saline. The patient was connected to the device at the time. The solution would not flow from the syringe into the tubing of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.